Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and correction injection via manual insulin therapy. No third party assistance was required. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump. No third-party assistance was required. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.